Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a pacemaker upgrade procedure. Upon interrogation, the right ventricular lead exhibited noise. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a lead was returned in two pieces measuring 5.0 cm. (Connector portion) and 52.8 cm (distal portion) for the reported event of noise. Visual examination found damages consistent with procedural damage on the connector portion. Damages on the distal portion consisted of external insulation abrasions from 13.4 cm. - 14.3 cm. And 39.0 - 39.3 cm. (End of the outer insulation available) from the distal tip breaching the outer insulation, exposing the outer coil, and consistent with friction to another device or patient anatomy. No conductor fractures or internal shorts were noted. No other anomalies were present besides procedural damage. The cause of the reported event was attributed to the external insulation abrasions.